Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon revised due to tibial loosening. X3 insert showed significant wear after explantation.

Manufacturer narrative:
(B)(6). An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: visual analysis indicated the device was consistent with a product that has been in implanted and explanted. -medical records received and evaluation: not performed as insufficient medical records were provided. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records including x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the surgeon revised due to tibial loosening. X3 insert showed significant wear after explantation.